Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge

Event description:
It was reported that the customer had a reservoir leakage. The customer stated that he had noticed a leakage in the connection to his mio infusion set. The customer also stated that some of the insulin was going into the reservoir compartment when the insulin pump pushes the reservoir. Nothing further was reported.